Event description:
Ems personnel were attempting to shock a pt in ventricular fibrilation. Allegedly the device displayed a continuous connect electrodes message and would not function. The operator confirmed electrode connections were good and made another unsuccessful attempt. A back-up device was used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.